Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Performance testing confirmed the reported touchscreen failure. Based on all available evidence and complaint investigations of a similar nature, the reported touchscreen failure was due to an isolated component within the top case assembly. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touch screen during a software upgrade procedure. The device was not in use when the fault occurred therefore there was no patient involvement.

Manufacturer narrative:
The device was returned to resmed for evaluation. The methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device had an inoperable touch screen during a software upgrade procedure. The device was not in use when the fault occurred therefore there was no patient involvement.